Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, at 80% deployment, the valve was positioned at an appropriate depth. Upon release, the valve dislodged to a more shallow depth. Moderate to severe paravalvular leak (pvl) was noted. Subsequently, a second valve was successfully implanted. No additional adverse patient effects were reported.